Event description:
The customer reported that the device stopped working after the first activation. There was no injury to the pt. Upon return of the instrument, it was discovered that the wire at the distal end was bare.

Manufacturer narrative:
(B) (4). A visual inspection of the incident device revealed that a gray wire on the jaw was bare. The gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. An attempt was also made to activate the device on a saline soaked towel. The results were unsatisfactory. Sparking was evident from the bare wire during energy delivery. This may have contributed to the customer's report that the device stopped working. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to device and/or injury to the pt.